Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son's cannula was kinked. Reportedly, he had high blood glucose levels, which he self-treated with a bolus with the pump. Upon arrival at the emergency, his blood glucose levels were in the range of 500-600 mg/dl and had ketones. He stayed there for two hours and received intravenous insulin and fluids. The health care professional assessed the ketone levels as dangerous and life threatening, as he was still experienced diabetic ketoacidosis, so they admitted him to the intensive care unit. He was given intravenous insulin and fluids as corrective treatment which resolved the issue. He was admitted for more than two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.